Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: a5, b4, b5, d4, g4, g7; additional: h1, h2, h3, h6, h10. D4 UDI: (B)(4). Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a surgical clip within the distal femur and a screw is seen within the medial tibial plateau, which appears to be well seated within the bone and is presumably present from prior surgery. A screw backing out is not seen. No definite hardware failure or loosening. No joint effusion and no fracture seen. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibia cemented; p/n: 42532007502, l/n: 64074954. Femur cemented; p/n: 42500607002, l/n: 64031924. Articular surface fixed bearing; p/n: 42521400813, l/n: 62236847. All poly patella; p/n: 42540000035, l/n: 64197078. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient experienced a screw backing out after initial surgery. Subsequently, a revision is scheduled for a later time and has not occurred to date. No additional patient consequences were reported.